Manufacturer narrative:
The investigation positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. A5 race; white was inadvertently omitted from manufacturer device report 1220648-2024-24577.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A complainant reported a patient was on impella cp support. While on support, the pump could not be repositioned well. The pump was successfully weaned and explanted. The patient survived the explant.